Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, non-sustained rv oversensing episodes due to right ventricular lead noise were observed. The noise amplitude is too large to program around. Patient was asymptomatic and will continue to be monitored.